Event description:
71 year old male with medical history of congenital bicuspid valve, chronic active hepatitis c due to blood transfusion in 1986. Status post aortic valve replacement using 24 mm aortic homograft. Required explant on 2/18/97 due to aortic stenosis and aortic insufficiency. Pt also had mitral valve replacement and tricuspid valvuloplasty during procedure. Operative report notes homograft was ":calcified at the annulus, which produced stiffening and stenosis of the valve cusp." Site relates calc & regurgitation to homograft.